Event description:
During a lavh procedure, the device jammed during the procedure. A second device was opened and the second device jammed as well. There was no consequence to the pt. The analysis showed that one device produced an incomplete staple line.